Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the right atrial (ra) lead, atrial activity was not sensed. The lead was explanted and the procedure was completed with a replacement. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Correction: if information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the sensing issue was attributed to the patient's anatomy.